Event description:
The customer's father reported water damage after the customer jumped into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.